Event description:
It was reported that during a case involving an av fistula, the balloon was inflated well over 20 atm (contrary to IFU) and it ruptured. The balloon also separated from the shaft and it was retrieved with a snare device. No pt effects were reported.